Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard experienced a failure. The customer stated that all keys on the keyboard were unresponsive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keys on the keyboard were not working. A field service engineer opened the top cover and performed a visual inspection along with a full set of hardware tests, confirmed that the keyboard and touchpad were in excellent physical condition. All keys functioned properly and registered input correctly. After reconnecting the universal serial bus (usb) cable to a different port, restored full keyboard functionality. The system functioned as intended after the field service engineer repaired the device.